Event description:
An alarm issue was reported with the freestyle librelink application. The customer reported that the sensor did not alarm when their glucose was low and as a result, the customer experienced a seizure and a loss of consciousness. The customer was unable to treat themselves and required treatment of grape sugar by the husband. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. There was no issues identified with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.